Event description:
We were notified on 09/28/2010 of the following incident. According to the doctor: patient has had several treatments for hair removal in the past with another ipl. Patient came in for touch up facial hair removal on (B)(6)2010. Patient is afro-american with skin type 4 and 5. She is light colored. Local skin anesthetic cream was applied for 10 minutes. Ipl settings were set on automatic; hair fine and skin type 5, joules set on 6. Treatment was carried out. Patient did complain of pain and irritation. Immediately after treatment, some areas were red. Two days later, on (B)(6)2010, patient came in with 2nd degree burns on most of the treated areas.

Manufacturer narrative:
After testing of the device and consultation with our service engineer, the conclusion was reached that the device operated according to specifications and no failure detected. Attached is the service report with the results of the energy measurements that were taken from the device. After careful consideration of the testing data and consultation with our service engineer, two things are believed to have caused the incident. This device was being used on the patient for the 1st time. As stated by the doctor, he had previously used another ipl device on the patient. Regardless of the skin type of the patient, a test area should have been completed prior to the procedure. According to the doctor's statement, "the patient did complain of pain and irritation." The procedure should have been stopped immediately to determine the cause of pain and irritation. The doctor did follow the proper settings but each patient can react differently to each setting. That is why it is necessary to perform a test area prior to any procedure. Attached is a copy of the parameters/settings. Our service engineer reiterated to the doctor/staff the need for performing test areas before each treatment.